Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported while the device was being checked before use, an alarm, which indicated that the oxygen device was not available, occurred. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13mar2019, date rec¿d by MFR : 11mar2019. The manufacturer¿s international service technician could not confirm the reported issue. The customer stated it has been determined the device has no abnormality. When a setting value of oxygen concentration is close to environmental oxygen concentration, the correct determination can fail in an item regarding the measurement of oxygen concentration due to the occurrences of a "patient disconnect" alarm or a drastic change of flow rate such as a large leakage rate. Therefore, the diagnosis code e-1111 (oxygen device abnormality) can occur. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.